Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the aligners caused or contributed to the patients symptoms. This event is being filed as a MDR as the patient reported an allergic reaction episode while an smiledirectclub aligner system was being used.

Event description:
The patient reported symptoms of an allergic reaction in the form of lips and gums swelling. As a result, the patient discontinued use of the plastic aligners.